Event description:
On (B)(6) 2013, the patient contacted animas to report high blood glucose (bg) readings. The patient reported obtaining high bg¿s in the 300¿s with symptoms of nausea, testing positive for ketones and felt ¿she was in a fog¿. In response to high bg¿s, the patient claimed she changed sites and adjusted rate on her pump with no improvement. The patient stated that she eventually discontinued use of pump and went on backup plan (injections). The patient reported her bg¿s have been in target since she stopped using the pump. At the time of the call, the patient informed the animas representative that she noticed her bg¿s being elevated since going through airport security (date not provided). The animas representative noted that the patient was not aware that the pump could not be exposed to xray. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and was found to be delivering within the required specifications. Pump was reported exposed to an x-ray. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.